Event description:
The patient contacted baxter's technical service center regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The patient needed assistance clearing the alarm so that she could get the door to open. The patient stated she had a high drain message after turning the hcp off and on to clear the old message. The patient stated she just needed to get the cassette out. The patient stated she called her registered nurse (rn) for the first message. The rn told the patient that they expected the alarm because the patient was using a very strong solution to pull a lot of water off her body very quickly. The patient stated she never felt any discomfort. The patient just wanted help clearing the alarm. The technical service representative (tsr) had the patient press go and remove the cassette at "load the set." The cassette was removed and the hc was ready for a new set up. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The rn stated that he was aware of the alarm. The rn confirmed that the alarm was caused from the patient using a higher strength solution to pull more fluid off. The rn stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information:the device was not returned for evaluation. Baxter quality engineering confirmed the reported condition based on the customer reported information. However, an assignable cause could not be determined. A device history review was performed, revealing that no exceptions related to the reported condition were noted during the manufacturing of this device. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. This issue is being investigated through CAPA.